Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture at max output, unstable threshold and declining lead impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, however, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.